Event description:
A service engineer reported on behalf of the customer that the alarm over voltage protection (ovp) circuit failed. Patient/user involvement is unknown. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state & institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The evaluation and repair request was canceled. If further information is obtained, this complaint will be reopened, and a supplemental report will be submitted.